Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's wife called to report her husband's pacemaker was making "thumping noises" and "can see his chest moving." She also indicated that she does not want to go back to the same doctor because "he screwed the device up." Additional information obtained through follow up with the physician office did not yield any additional information. The device remains in use. No patient complications were reported as a result of this event.